Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture using the pre-close technique prior to a transcatheter aortic-valve implantation (tavi) procedure in the right common femoral artery. Reportedly, the needles did not exit the device after pulling the handle straight back away from the hub deploying the needles. A second prostar xl 10f device was used in the pre-close placement of the suture. After placement of the suture using the pre-close technique the sheath was upsized to an 18fr. Hemostasis was achieved with the suture after the tavi procedure. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the prostar xl 10f device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the handle and the needles were in the backdown position. There was no needle strike mark on the barrel face. During the investigation, the handle was deployed and all the needles/sutures presented at the hub. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. Based on the investigation, the device performed according to specification, therefore, the cause for reported needles did not exit the device after pulling the handle straight back away from the hub to deploy the needles could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed. There does not appear to be any indications of a product quality deficiency.